Event description:
It was reported a nail broke approximately 3 months post operatively. Revision occurred (B)(6) 2025. Implant date was (B)(6) 2025.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary: the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The x-ray investigation revealed nothing indicative of a device nonconformance. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the tfna fem nail ø14 r 130° l420 timo15 would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: manufacturing location: monument. Manufacturing date: 20-jul-2020. Expiration date: 01-jul-2030. Part number: 04.037.462s, 14mm/130 deg ti cann tfna 420mm/right-sterile. Lot number: 62p2698 (sterile) lot quantity: (B)(4). Nonconformance noted: n/a. A manufacturing record evaluation was performed for the finished device with batch number 62p2698. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 60p3757 lot quantity: (B)(4) met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended lot number: 44p9657 lot quantity: (B)(4) conforming. Part number: 04.037.942.2, lock prong, 130 degree tfna lot number: 53p3106 lot quantity: (B)(4) met all inspection acceptance criteria. Part number: 21127, timoagri16.00 lot number: 44p9449 lot quantity: (B)(4) inspection instruction met all inspection acceptance criteria. A manufacturing record evaluation was performed for the finished device with batch number 62p2698. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 (concomitant). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.